Event description:
Main body graft placed too high despite placement of gold markers. Fluoroscopy revealed the left renal artery impenged by graft material. Stent was placed to ensure patency of renal artery and clear the impeding fabric from the renal osteom. Post stenting angiogram revealed both renal arteries visualizing well, with no evidence endoleaks and the left renal artery filling slowly.